Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that patient had a shocking sensation on the left side of their body, like therapy turned off and back on, when getting out of bed right after implant. The patient also had a metallic taste in their mouth. Impedances were initially normal, but the patient felt the sensation again when they got up. Impedances were normal a second time, but eventually a high impedance around 7000 ohms was measured on configuration c<(>&<)>0. The rest of the impedance values were not available at the time of this report. Electrode 0 was not being used for therapy. It was noted the patient feels like stim is off prior to having essential tremor symptoms and then feels the shocking sensation. Future troubleshooting planned included palpating and/or pushing on the ins to see if they can recreate the impedance issue. It was also noted the rep would follow up with the health care provider (hcp). No further complications were reported.